Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013, customer states via phone the generator would not stay on, and they did not have fluoro. The customer discovered the failure at the start of day. This facility does not have back up capabilities. No reported injuries.